Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a left ventricular assist device (lvad) turndown on (B)(6) 2024. The log files were sent in to be reviewed and recorded no unusual events or alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the speed was turned down for a ramp study. The patient was currently stable at home. Plan of care was to optimize patient's lvad care.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product no further information was provided. The manufacturer is closing the file on this event.